Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. The evaluation also uncovered the following; the rubber had a scratch, the adhesive was chipped from physical/chemical stress, the protector of the universal code was also damaged by stress, the angle wire in the insertion section of the device was out of specification in the up direction from wear, and finally the lg bundle had decreased output because it was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope had a damaged light guide (lg) connector. Upon inspection evaluation of the device, breakage of the identification (ID) board was identified. Additional information was requested, however, the customer was unable to provide the further details. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed damaged identification (ID) board could not be determined, however, the issue was likely the result of a damaged image sensor unit (disconnection, etc.) Or a component failure on the printed circuit board, due to use stress, external factors, or handling. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection 3.7 inspection of combined functions with accessories and related devices". ¿inspection of endoscopic images¿ "check whether 3d images are displayed normally in normal light observation or nbi observation". "1 before inspection, wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water. 2 confirm that the touch panel of the video system center (otv-s300) is the main screen. 3 turn on the illumination lamp according to the instruction manual of the video system center, complete the white balance adjustment, and perform the 3d adjustment. 4 press the "prepare/exit" button at the bottom left of the touch panel of the video system center. 5 if the 3d adjustment is "incomplete", follow steps 6-11 to adjust the 3d display. If 3d adjustment is "done", go to step 12. 6 set the observation mode to wli according to the instruction manual of the video system center. 7 insert the 3d adjustment cap until it hits the tip of the endoscope. 8 press the "execute" button in the 3d adjustment window on the touch panel or the custom switch to which "3d adjustment" is assigned to perform 3d adjustment. Hold the endoscope in your hand so that the 3d adjustment cap does not move. If using the endoscope remote switch, press the switch for 1 second. 9 confirm that the 3d adjustment window has changed to "completed" and a message is displayed on the monitor. 10 if 3d adjustment is not completed, repeat steps 2 to 9 while referring to "chapter 5 troubleshooting". 11 remove the 3d adjustment cap from the distal end of the endoscope. 12 put on the 3d glasses supplied with the 3d monitor. 13 observe the palm, etc. Using normal light observation images and nbi observation images. 14 confirm that the illumination light is emitted. 15 adjust the amount of light to obtain an appropriate brightness. 16 remove the 3d glasses and check that the two images displayed on the 3d monitor are aligned vertically. 17 put on the 3d glasses again. 18 while observing the 3d image, close the left and right eyes alternately and confirm that there is no difference in color or brightness between the left and right images. 19 while observing the 3d image, use forceps to touch the object and confirm that there is no discomfort in the sense of depth. 20 confirm that there are no abnormalities such as noise, blur, or cloudiness in the 3d image during normal light observation and nbi observation. 21 operate the joystick of the endoscope to bend the flexure. 22 confirm that the 3d image does not momentarily disappear during normal light observation and nbi observation¿. Olympus will continue to monitor field performance for this device.